Event description:
It was reported during the patient's trial lead explant procedure on (B)(6) 2015 the scs lead got fractured and the part of it was stuck in the epidural space. The patient was taken back to hospital on 05/15/2015 for removal of the fractured lead. However, the physician was unable to remove the lead and decided to leave it inside the patient. UDI for this device is unknown.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20342 additional information received identified the patient received two scs leads. It is unknown which device is related to the issue. Therefore, the second scs lead with serial # 15388535 is added as a device 2.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.